Event description:
Customer states the analyzer's rt2 cable is frayed and the crashed both probes. He states he is getting imprecise results. He provided results for one pt serum sample. Initial albumin result was 2.7, repeat result was 4.7 g per dl. He states 4.7 g per dl was reported, based on previous pt history. No erroneous results were reported and no other results were imprecise. The field service representative determined a broken z rope to be the cause and replaced z ropes on rt2. He performed qc to verify analyzer operation.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation determined the z-ropes for the rt2 cable were incorrectly installed which led to the falsely low result. The z- ropes were not saved for investigation. The patient was not impacted as the false result was not reported outside the lab.